Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was recently hospitalized due to a low blood glucose level. Blood glucose level at the time of the incident was between 40 and 50 mg/dl. The caller reported that the customer was doing yard work, then fell, hit his head, and began convulsing. The caller reported that the customer lost consciousness and paramedics were called. Blood glucose level at the time of the call was 500 mg/dl. During troubleshooting, the caller reported that the insulin pump was exposed to high magnetic fields after the hospitalization took place. The device passed the displacement test and did not show any signs of malfunction. The customer's wife was advised that the insulin pump would be replaced but did not return the device for analysis.